Event description:
This device was implanted in 2006, and later that day the patient passed away. It was reported that the patient had a cardiac deficiency. The device was returned to the manufacturer for testing and verification of operation. The device was not explanted until nine days later.

Manufacturer narrative:
The analysis from the manufacturer is pending.